Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube placement procedure. The procedure date is unknown. According to the complainant, during the replacement procedure, it was noted that the device that had been in place had the internal bolster detached and feeding tube was cracked. Additionally, the tube was leaking. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.